Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that the time and date were resetting to default upon rebooting. The pump history indicated that the patient was operating the pump on default time and date. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications. The pump was left without power for one hour and when the pump was powered on the time and date had reset to default. When an aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter claimed the patient experienced blood glucose reading of 591 mg/dl with symptoms of thirst and nausea, without any emesis. Reportedly, the patient required medical intervention to correct his blood glucose and to abate his symptoms. The reporter indicated the animas insulin pump had an issue with the time and date resetting to the manufacturer's default. The patient has multiple basal setting in the pump. The time and date reset issue allegedly did not allow the patient to receive the correct basal rate at the time of concern. During troubleshooting, the animas representative verified that when the battery was remove, the date and time defaulted to (B)(6) 2007 11:00 pm. On (B)(6) 2012, the pump alerted the patient of a low battery. Reportedly at the time of concern, the date and time reset but the reporter never corrected the date and time. The animas product was requested back for investigation. This complaint is being reported due to possible use error and because the patient experienced blood glucose above 500 mg/dl with symptoms suggestive of hyperglycemia after the time and date reset issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).